Event description:
It was reported that the fixation screw became stuck during medical procedure. Another side screw was still functional, so the surgeon fixed anterior skim cut guide with another side screw.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the device has signs of wear fro muse and cleaning. Dimensional inspection: not performed because the device was returned damaged. Functional inspection: the screws were seized, confirming the reported event. The event was confirmed. No material or manufacturing defects were observed on the device features examined.

Event description:
It was reported that the fixation screw became stuck during medical procedure. Another side screw was still functional, so the surgeon fixed anterior skim cut guide with another side screw.